Event description:
Pt experienced weakness in upper extremities and diagnosed with cervical stenosis. Pt underwent cervical arthoplasty with prodisc-c implantation at c5-c6. Pt's symptoms did not improve preoperatively vs. Postoperatively. Pt developed heterotrophic ossification at the disc level. Surgeon plans to remove pdc and fuse. Based on x-rays, surgeon stated that the prodisc-c implant was placed perfectly with no abnormalities or functionality issues.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Pt scheduled for device removal - 06.23.2010. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.